Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Syringe unit. Customer (B)(6) called in for help on syringe unit has a software fault error needs to reflash software on unit the software is corrupt on the unit. Customer needs to locate the poc cd in order to get files loaded on the asm software to reflash the unit. Customer will try to locate cd if unable will call back so we can send them replacement software.